Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Manufacturer narrative:
The medium-large clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed, the customer reported complaint of "clip would not lock". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and failed. The clip did not release on the rubber test tubing. Additional observation(s) not reported by site indicated, that the clip applier instrument was found with both grips bent. As a result the clip could not release onto the test tubing during testing.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. The medium-large clip applier instrument would not lock, and would not release from one side of the clip applier. When pulling out, the clip came out of applier and was retrieved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was not sure which clip applier was the one at fault. The clips were retrieved with a laparoscopic grasper. There was no issue noted, with the clip applier prior to use. There was no patient injury. The customer used another clip pallier to resolve the issue. No medical intervention required to fix the issue. The target tissue was a cystic artery, and the vessel size was "less than half the clip size". The types of clips used were a medium large clip green weck clips. Information regarding patient demographics, relevant testing, and medical history was requested and the customer provided the following information: the patient was a 25 year-old female weighing 118kg, the date of birth was (B)(6) 1995, the patient was hispanic/latino and white. No post-operative tests were performed. The customer preexisting conditions were: "abdominal pain otherwise negative, other than vaginal delivery in october 2020".